Manufacturer narrative:
Results: the pod8 pet lock was broken on the proximal end of the pusher assembly. The pod8 was kinked approximately 5.0 cm from the proximal end of the pusher and throughout the length of the pusher assembly. The pod8 embolization coil was detached from the pusher assembly and undamaged. The pull wire was retracted from the distal detachment tip (ddt) and some coagulated blood was present within the ddt lumen conclusions: evaluation of the returned pod8 revealed that the pet lock had been broken on the proximal end of the pusher assembly and the embolization coil was detached. If the pull force is applied to the pull tube, typically in attempt to detach the coil, the pet lock will likely break allowing the pull wire to be retracted. If the pull wire is retracted from the ddt, it will allow the embolization coil to detach. Further evaluation of the pod8 revealed kinks on the pusher assembly. Based on the reported complaint, some of the kinks may have occurred if the device is forcefully advanced while experiencing resistance. Based on the return condition, some of the kinks are likely incidental to the complaint, and may have occurred during packaging for return to penumbra. Evaluation of the returned lantern revealed an undamaged device. A demonstration coil was able to be advanced through the returned lantern. The reported difficulty advancing was unable to be confirmed. Penumbra catheters and coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod8s and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance and was unable to advance a pod8 through the lantern and, therefore, the pod8 was removed. However, when the physician retracted and removed the pusher assembly, the physician found that the pod8 had unintentionally detached within the lantern. The physician therefore used a syringe to create suction in the lantern and removed the lantern with the pod8 inside. The procedure was then completed using a new lantern, ruby coils, and pod packing coils. There was no report of an adverse effect to the patient.